Manufacturer narrative:
(B)(4).

Event description:
It was reported "swg is bended". There was no patient involvement. This occured prior to use in the clinical setting.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. The customer returned one, opened arterial kit for analysis. Visual inspection of the returned guide wire revealed two kinks on the body. Subsequent kinking was also observed on the protective tubing. The guide wire met all relevant dimensional requirements. The guide wire was functionally tested by inserting through the returned catheter body and a minor resistance was encountered at the location of the kink; however, all functional sections of the guide wire passed with little to no issue. A device history record review was performed with no relevant findings. Additionally, the lidstock for this finished good clearly states "do not bend" on the top and bottom. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature. Corrected data: correction to section d.4 UDI was updated from (B)(4) to include the full UDI.

Event description:
It was reported "swg is bended". There was no patient involvement. This occured prior to use in the clinical setting.